Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, enterocele, prolapse, rectocele, sui. It was reported that on (B)(6) 2007 patient had excision of mesh and vaginoplasty due to exposed mesh, on (B)(6) 2007 patient had excision of another jnj mesh due to mesh extrusion and infection, on (B)(6) 2007 patient had removal of mesh anterior and posterior and on (B)(6) 2008 patient had removal of remaining mesh, large z-plasty release of vaginal stenosis due to ongoing complications. It was reported that the patient continues to have pelvic pain, and severe dyspareunia, pain upon walking long distances or exercising, and continued infections and vaginal bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.